Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited high thresholds of 7.5v @ 2.0ms and small r-wave measurements. Previous r-waves were 7-11mv, and today are 3.6-4.3mv. Pacing impedance was normal. Shock impedance was 32 ohms with a 41 joule shock that successfully converted a vf/vt episode. A plit resulted in a 38 ohms measurement. It was also reported that the left ventricular lead exhibited high pacing thresholds as well. The patient did fell on the affected side during one of the shocks. A guidant technical services consultant discussed obtaining an x-ray.